Event description:
Event description cpi received information that this large patch lead was removed from service. An invasive procedure was performed due to erosion of the lead. The physician elected to replace the implantable cardioverter defibrillator (ICD) and all the leads at this time.